Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported, a doctor threaded a 70mm fully threaded 4.0 x 70mm cancellous axsos 3 screw entirely through the proximal hole of the plate where the targeter for distal screws attaches. Remained implanted.

Event description:
It was reported, a doctor threaded a 70mm fully threaded 4.0 x 70mm cancellous axsos 3 screw entirely through the proximal hole of the plate where the targeter for distal screws attaches. Remained implanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. However, the complaint event states that the "doctor threaded a cancellous axsos 3 screw entirely through the proximal hole of the plate where the target for distal screws attaches". The operative technique explains that the placement of the targeting arm should be performed before the insertion of the screws. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by not following the instructions given on the operative technique. If the device is returned or if any additional information is provided, the investigation will be reassessed.